Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a decrease in pacing impedance to <200 ohms. Associated with this observation was noise. This noise was sensed by the device, and resulted in the generation of inappropriate episodes. Pacing inhibition was observed during the noise episodes, but no symptoms were observed. The physician elected to cap and abandon the lead, and implanted a separate lead without reported complication.